Manufacturer narrative:
Event date is approximate (year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for unknown pelvic health therapy. The hcp reported that the patient fell a couple of months ago, and ever since the fall, the system had not been working. The patient did not feel any stimulation and the patient programmer would not sync with the implant.